Event description:
Needle did not retract, causing needlestick to lpn's finger ((B)(6) 2014). Another nurse was giving an injection on (B)(6) 2014 with the same type syringe and against the needle did not retract. There was no injury in this case. Also see report mw5039351.